Event description:
The following information was provided: it was reported that the patient's right knee was revised due to a ruptured patellar tendon (no trauma was reported). A cr/cs knee was converted to a ps/ ts knee (patellar component was retained). Rep confirmed that no further information will be released by the hospital or surgeon.